Event description:
While troubleshooting rbc background failures and hemoglobin vote outs on the act diff instrument, the customer reported a leak from the rbc bath overflow of reagent. The volume was reported as about 6 ml and the leak was not contained. No erroneous results were generated in association with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He found the cause of the leak was from the overflow of the rbc bath. The rbc baths were not draining so he investigated valve 14 (vl14), valve 15 (vl 15) and valve 13 (vl13) which are used in the drain pathway for the rbc and wbc baths. Vl 14 and vl15 were fine but the tubing in vl13 was constricted and obstructing the drain pathway. The fse repositioned the tubing in vl13 in the normally open side of the valve to remove the obstruction and resolve the leak and the rbc background failures. The fse also replaced the peristaltic pump tubing as part of troubleshooting for the rbc background failure. Upon recur, the failure mode is likely to create erroneous wbc and rbc results due to contamination during aspiration or incorrect sample dilution delivery to the wbc bath. (B)(4).